Event description:
It was reported that there was a battery impedance anomaly and increased capture threshold on the device. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Device was received from the field with battery at end of service (eos) level. When device is at eos level the measured data may not be accurate. Provided field information was analyzed and no anomaly was noted. Rate responsive mode was turned off when device reached eri, which was as expected. Device was cut open and further electrical and mechanical analysis were performed, high battery impedance was noted as expected due to battery at eos. Projected longevity estimation was performed, and device had exceeded projected longevity and is considered normal depletion.